Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. After stent placement, a 3.00mm x 8mm nc emerge® balloon catheter was advanced for post dilatation. However, during inflation, the balloon ruptured inside the stent. The procedure was completed with a different size non-bsc balloon catheter. There were no patient complications reported.